Event description:
The registerd nurse(rn) reported that the ventilator stopped ventilating the patient: stated that when the ventilator started alarming, he noticed that all the patient parameters were reading "zero" and there was no waveform on the graphics. The rn removed the patient from the ventilator and called me (respiratory therapist)to the bedside. The rn reported that the patient desaturated to 96% during the event. Upon my arrival I found the following alarms activated on the ventilator: low minute volume ("low ve,") "apnea interval," occlusion circuit (occ circuit)," safety valve open," exhaled(ext) high peak inspiratory pressure(ppeak)." The ventilator was removed and a new ventilator was placed on patient. At the time of the incident a breathing treatment was being administered via the nebulizer port on the ventilator. Equipment was removed, completely reassembled during the event.